Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the savvy long pta balloon catheter products that are cleared in the us. The pro code and 510 k number for the savvy long pta balloon catheter products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. However, photos and video were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to angioplasty procedure in lower limb artery, there was no way to tear open the protective sleeve and entire balloon followed the protective sleeve resulting in the balloon deformation. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the savvy long pta balloon catheter products that are cleared in the us. The pro code and 510 k number for the savvy long pta balloon catheter products are identified in d2 and g4. H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this lot number. A DHR review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the bantam device was returned for evaluation. The sleeve was returned on the balloon and partially removed. There was no sleeve damage noted. The sleeve was removed with difficulty. The inner diameter of the sleeve was measured and complied to specifications. A break was confirmed at the balloon taper point and the catheter shaft. The distance between the outer shaft break and balloon break points measured 105mm. The exposed inner was stretched within outer/balloon break area. The proximal marker band was loose on the inner lumen. There was no other damage noted to the balloon. Five photos and one video file of duration 8 secs were provided for review. Three of the photos showed the end of the catheter shaft not connected to the balloon. It could not be determined if this was due to a detachment or break at that location. The inner lumen appeared stretched. The sleeve was also partially removed from the balloon, there was no damage noted to the sleeve or balloon that was in view. The resolution of 1 photo was poor. The hcp was shown holding a catheter shaft in one hand and the balloon sleeve close to its proximal in the other. The inner lumen appeared stretched. One photo showed the partial device carton and labelling. The lot number cmhn0317 matched the lot number logged on the gcs. The video file was 8 sec in duration. Shown was a hcp holding a catheter shaft in one hand and the balloon sleeve along its length in the other and then attempting to remove the sleeve. During the attempted sleeve removal the hcp then stopped and removed the shipping mandrel and then reattempts to remove the sleeve but was unsuccessful. The end of the catheter shaft was not connected to the balloon. It could not be determined if this was due to a detachment or break. The inner lumen appeared stretched. The sleeve was partially removed from the balloon, there was no damage noted to the sleeve or balloon that was in view. Therefore, the result of the investigation is confirmed for the reported balloon sleeve removal issue. The result of the investigation is unconfirmed for the reported balloon damage and device detachment issues. The root cause for the reported balloon sleeve removal issue, balloon damage and device detachment issues could not be determined based upon available information, device evaluation and photos and video review. Labeling review: the instructions for use for this bantam otw device was reviewed and the following sections are applicable. Balloon characteristics: individual compliance charts are provided on the package label of each product. Please note that balloon diameters may vary within manufacturing tolerances. All inflations should be viewed under fluoroscopy. The bantam balloons reach their nominal diameter at 6 atm (608 kpa). Please check the package label for the rated burst pressure. It is important that the balloon not be inflated beyond the rated burst pressure. Pressures in excess of rated burst pressure may cause the balloon to burst. Indications: the bantam pta balloon catheters are intended for balloon dilatation of renal, iliac and femoral arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. These catheters are not designed to be used in the coronary arteries. Contraindications: none known. Warnings: contents supplied sterile using ethylene oxide. Non pyrogenic. Do not reuse, reprocess or resterilize. Reuse, resterilization, reprocessing and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Reusing this medical device bears the risk of cross patient contamination as medical devices ¿ particularly those with long and small lumina, joints, and/or crevices between components ¿ are difficult or impossible to clean once body fluids or tissues with potential pyrogenic or microbial contamination have had contact with the medical device for an indeterminable period of time. The residue of biological material can promote the contamination of the device with pyrogens or microorganisms which may lead to infectious complications. Visually inspect the packaging to verify that the sterile barrier is intact. Do not use if the sterile barrier is opened or damaged. Use the catheter prior to the use by date specified on the package. Precautions: carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Do not continue to use the balloon catheter if the shaft has been bent or kinked. Storage: store in a cool, dark, dry place. Use the catheter prior to the use by date specified on the package. Directions for use: inspection and preparation. Remove the protective sheath by first withdrawing the stylet and then slowly removing the sheath while holding the catheter as close to the balloon as possible. If any resistance is felt, or if any stretching of the catheter is observed while removing the protective sheath, the product should not be used. The catheter should then be inspected for bends, kinks or stretched portions. Do not use if product damage is evident. Prepare a mixture of contrast medium and normal saline as per normal procedure. (Recommended 25% /75%). Attach a stopcock and a 20 ml syringe half filled with the contrast solution to the balloon port. Point the syringe nozzle downward and aspirate until all air is removed from the balloon. Turn the stopcock off and maintain the vacuum in the balloon. Purge the catheter guidewire lumen thoroughly. Reinserting the balloon into the protective sheath may damage the balloon or catheter. H10: g3, h6 (device, component, method). H11: b5, h6 (result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an angioplasty procedure, the protective balloon sleeve could not be removed. It was further reported that the entire balloon followed the protective sleeve, causing the balloon to deform. There was no patient contact.